Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Neurostimulator and extension were explanted due reason as infection. However, document shows information that different from device registration. This is being further investigated.